Manufacturer narrative:
The device has been returned but the investigation is currently in progress. A supplemental MDR will be submitted upon completion of the investigation.

Event description:
It was reported that during a carotid diagnostic procedure involving a lesion located in the aorta, the nenetol core came through the tip of the zipwire hydrophilic guide wire. The wire was successfully removed and the procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'fine'.